Event description:
The customer reported false positive result with the ID now covid-19 2.0 test on (B)(6) 2023 performed on a nasal swab. Confirmation testing using pcr (platform: abbott m2000) was performed on a nasopharyngeal swab on (B)(6) 2023 and generated a negative result no additional patient information, including treatment and outcome, was provided. The customer stated no additional information was available.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive result with the ID now covid-19 2.0 test on (B)(6) 2023 performed on a nasal swab. Confirmation testing using pcr (platform: abbott m2000) was performed on a nasopharyngeal swab on (B)(6) 2023 and generated a negative result no additional patient information, including treatment and outcome, was provided. The customer stated no additional information was available.

Manufacturer narrative:
Additional information: h4 device mfg date. Testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot 1094914 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 192-000 / lot 1094914 and test base part number 192-430 / lot 1094914. The lot met the required release specifications. The review of the complaints reported as false positive patient results (confirmed, unconfirmed and conflicting results) related to kit lot 1094914 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.d5: operator of device h3 other text : single use device, device discarded after use.